Event description:
Replacement of kinked tracheostomy tube was unsuccessful. Semi-elective intubation performed. Immediate hyperinflation of lungs with probable bilateral pneumothoraces secondary to failed exhalation valve on ventilation bag. Exhaustive differential diagnosis pursued. Bilateral chest tube placed. CPR initially unsuccessful. Rt reports improved ventilation spontaneously. Hemodynamical recovery but brain death present. Support withdrawn 10/10/96. Extremely suspicious of faulty exhalation valve on ventilation bag. Autopsy confirms no anatomical explanation. CABG x 3 on 9/11/96 complicated by late non-occlusive mesenteric ischemia. Complete recovery from this condition was expected.